Manufacturer narrative:
Received one device. The customer¿s reported problem, error code 45520, was verified by visual inspection performed. The cause is the keypad. Replaced the keypad to correct the issue. Cadd solis device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 45520. There was no patient involvement.